Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg was inoperable. It was noted the patient had not recharged his ipg in approximately 3 months and last felt stimulation approximately 4 months ago. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where his ipg was explanted and replaced with a different model. Reportedly, the patient resumed effective therapy postoperatively and the issue is resolved.